Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a loop leak alarm. The equipment was promptly replaced and no patient was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.